Event description:
As reported by edwards sales representative, approximately 6 years and 5 months post transcatheter valve replacement (tavr) with a 29mm sapien3 valve implanted in the aortic position, the patient underwent a valve-in-valve procedure due to degeneration per medical records that were received. A new 29mm sapien3 valve was implanted.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The edwards 29mm sapien 3 valve was not returned for evaluation, as it remains implanted in the patient. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no device history record (DHR) is required. No imagery was provided for review. While edwards durability testing of sapien 3 valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the instructions for use (IFU). In this case, the device under investigation had been implanted for more than 5 years (implant duration of 6 years 5 months). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by the medical records operative note. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 5 months post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. No edwards defect was identified; therefore, no corrective or preventative actions are required.